Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was recommended to be replaced to resolve the issue, however, the customer declined ge service. No repair information available. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.